Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to an unknown product performance anomaly. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.